Manufacturer narrative:
The instructions for use for the gore tag thoracic endoprosthesis states that distal aortic neck length of at least 20 mm proximal to the celiac axis is required. These sizing measurements are critical to the performance of the endovascular repair. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The preoperative aneurysm diameter measured 57mm. On (B)(6) 2010, pre-discharge examination indicated a proximal type 1 endoleak, which was left to be monitored. On (B)(6) 2011, non-contrast computed tomography (CT) image showed aneurysm enlargement. Endoleak was not identified. The aneurysm diameter measured 63.7mm. On (B)(6) 2012, CT angiography showed a distal type 1 endoleak. The images also showed a migration of the stentgraft by 10mm proximally. No proximal type 1 endoleak was identified. On (B)(6) 2012, a tx2 was implanted distally, just above the superior mesenteric artery covering the celiac artery, to repair the distal type 1 endoleak. Another tx2 was also implanted proximally to improve the proximal sealing. The aneurysm diameter measured 67mm. On (B)(6) 2013, CT images showed the resolution of the endoleak and stability in the aneurysm size. The physician reportedly stated that the cause of the migration was the short distal landing zone at the initial implantation. The length of the distal landing zone was 19mm.